Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant on the left side, and with unknown size unknown gel implant smooth and experienced capsular contracture; baker grade IV on her left side postoperatively. As a result, the device was explanted on (B)(6) 2021. On (B)(6) 2021, mentor became aware that this hispanic patient experienced bilateral capsular contracture; baker grade IV, and underwent bilateral implant exchange surgery on (B)(6) 2021 also due to dissatisfaction with implant size. This medwatch report is for the patient¿s right-sided device.